Event description:
It was reported that when attempting to advance the guidewire through the lead, the physician complained that -it felt gritty- and the guidewire could not be advanced smoothly. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.